Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and evaluated. Active tip shows signs of activation. Visual inspection of the ceramic material surrounding the face plate revealed a burnt manifold spot at the 1 o¿clock to 3 o¿clock position. The burnt manifold seems to have been burnt off leaving a small hole in the ceramic, indicating the device was continuously used when the failure occurred, further damaging the active tip. The observed damage on the active tip would have led to a ¿output short¿ error message thus, confirming this complaint. No information was provided if the device was buried in tissue during use. Saline residue was found in the suction tube. Due to safety and protection of lab equipment, no testing was performed. The DHR review indicated that these devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices released to distribution. The supplier completed a CAPA investigation to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. This issue is also being investigated via mitek dr, which is closed. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)

Event description:
It was reported by the sales rep via phone that during a shoulder/rotator cuff repair procedure each time when two of the customer's vapr 90 suction electrodes with hand controls (same lot number) was plugged into the generator, they worked for about a minute then stopped and an error code of output short came up on the generator. The procedure was completed with a third like device using the same generator with no harm to the patient but there was a delay of three minutes to grab another electrode to finish the case. Unknown if the electrode used to complete the case is from the same lot number. The sales rep confirmed that there was no sparking or arcing and that the electrode was not a reprocessed device. The electrode was used intermittently and hooked up to neptune for suction. It was unknown if the electrode was buried in tissue when the error occurred. The sales rep stated that one device was discarded by the customer and the other device will be returning for evaluation.